Event description:
It was reported patient had a PICC-line in (B)(6) 2021. (B)(6) 2022 the patient came to the award to had a treatment and discovered that it was leaking by the suture wings. The PICC-line was pulled out and the patient had a new one.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq4634 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq4634 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported patient had a PICC-line in (B)(6) 2021. (B)(6) 2022 the patient came to the award to had a treatment and discovered that it was leaking by the suture wings. The PICC-line was pulled out and the patient had a new one.

Event description:
It was reported patient had a PICC-line in (B)(6) 2021. (B)(6) 2022 the patient came to the award to had a treatment and discovered that it was leaking by the suture wings. The PICC-line was pulled out and the patient had a new one.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A split was observed in the catheter tubing just distal to the molded joint of the catheter. The ink on the molded joint and the extension leg was observed to be worn and faded. A microscopic observation revealed the edges and surfaces of the split were rough and somewhat jagged. The fracture surfaces were observed to be mostly granular in texture, and the damage at the distal corner of the split was found to be superficial with some whitening of the catheter material. The split was observed to be curved and the proximal corner of the split was found to be slightly within the distal end of the molded joint. Evidence of kinking was observed in the catheter tubing around and directly opposite the split. The exact cause of the damage in the returned sample could not be determined based off of the observed evidence; however, possible causes of the observed damage include contact with a metallic instrument and material fatigue due to cyclic kinking and/or pulling forces. H3 other text : evaluation findings are in section h.11.